Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2021, with blood glucose of 20 mmol/l. The customer was treated with manual injection. The customer was treated with intravenous drip. Customer reported tiredness due to high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleged that insulin pump was under delivering. High pressure test was passed. The insulin pump will be returned for analysis.